Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-tortuous, moderately calcified mid right coronary de novo artery that was 100% stenosed. The patient presented with myocardial infarction before the procedure. A 4.0x33 mm xience sierra stent was successfully deployed at 14 atmospheres. On the same date, in-stent thrombus was confirmed by angiography and intravascular ultrasound (ivus). Percutaneous coronary intervention (pci) was performed successfully. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and thrombosis are listed in the xience sierra, everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filled medwatch report, pre-dilatation was done with an unspecified balloon. Post-dilatation was not done. No issue was confirmed by intravascular ultrasound (ivus) after stent deployment. The patient was compliant with dual antiplatelet drug therapy after the procedure. The patient complained of chest pain, and a change was found in electrocardiogram. Optical coherence tomography was performed successfully. Thrombus aspiration and additional balloon inflation was performed. No additional information was provided.